Manufacturer narrative:
Manufacturer ref:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was no reproduced. The device was tested for 24 hrs and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determine the cause. Upon eval of know contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary assemblies were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported that there was no pt injury.